Event description:
After delivery, pitocin was hung on channel b and the channel would not work and would report ¿channel error¿. During this time, the patient developed uterine atony. Registered nurse (rn) was free flowing pitocin by hand until a new channel was brought into room. When the new channel was placed, the same message read ¿channel error¿. A new pump was brought into room and the lactated ringer¿s (lr) and pitocin were placed on the new pump. Patient had a stage ii hemorrhage, intramuscular (im) pitocin was given (due to delay in initial pitocin running), methergine im, tranexamic acid (txa), and pitocin were all given. Bleeding was controlled and patient stable.